Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.

Event description:
Customer reports that the surgeon explanted the valve because he is not sure if it is working. Revision took place in 2008.